Manufacturer narrative:
According to available info, this penile prosthesis was implanted on 15/7/91. On 3/1/96 one of cylinders was explanted because device would not retain a fixed postion. In a received questionnaire, physician indicated following: "device stopped retaining flex - would spring back," at implant observations were "normal / good result", there were no apparent circumstances noted that may have contributed to this occurrence, there was no info apparent in pt's history which may have contributed to this occurrence, at implant no difficulty was experienced, pt reproted difficulty with device use "as above" referring to comment about device not retaining flex, pt used device as instructed, and device was not damaged at explant procedure. Only one cylinder was received and evaluated by MFR. When flexed 90 degrees in each of four directions and positioned in the "up" position cylinder maintained a flexed position. Based on quality assurnace's eval, qa can not confirm reported failure of device to retain flex.

Event description:
The device was removed due to "non-performance; rod would not retain a fixed position." As reported to co, only one rod was removed.